Event description:
It was reported to boston scientific corporation in 2008 that a jag precursor guidewire was used during a procedure the day before (patient gender, age and weight unknown). According to the complainant, after removing the wire from the packaging hoop, it was noticed that five centimeters of the distal tip was fractured. Procedure was completed with another jag precursor guidewire . No patient complications were reported as a result of this event. Patient condition at the conclusion of the procedure was reported as "good".

Manufacturer narrative:
A visual examination of the returned device revealed missing pebax coating at the distal tip section, exposing the corewire. The cause of the guidewire coating damage is likely attributable to procedural use (i.e. Operational context). A review of the device history record for the pertinent lot was performed; no anomalies were noted.